Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. Tandem technical support informed the contact to perform a pump reset to resolve the issue. The contact declined further troubleshooting with tandem technical support, and declined a follow-up on the reported issue. There was no impact to the customer¿s blood glucose.